Event description:
Patient contacted dexcom to report hardware error icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported hareware error icon.